Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of smoke could not be reproduced. Product passed functional testing and 6 hour burn-in; in enclosed test tower. Unit did not overheat during functional testing on both ports and no smoke was observed. A visual inspection of main pcb showed no sign of smoke damage or burnt component. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a knee scope the device started smoking. There was a back-up device available. No patient injury or other complications were reported.